Event description:
(B)(4). On (B)(6) 2014, I had a hysterectomy, removing my uterus, cervix, tubes and the essure coils. The surgery ended up taking over twice as long as it should have because I had so much swelling and inflammation going on that the doctor had a hard time. I was told that when he tried to stitch me up and do what needed to be done, I would bleed like a pin to a balloon. I still, a year later get bloating problems. My blood pressure is still up, I still have problems with allergies. I still have pain in my pelvis region.

Event description:
For the first few weeks after the implantations, I felt fine...but over time, I have had troubles with depression, bloating loss of libido...I have nickel sensitivity and told the dr about this when he described the coils. He told me I would be fine. I have had random serious allergic reactions to foods, to things I never had reactions to before. I have been to the emergency room several times for treatments to allergic reactions that no reason could be found for. I suffer from cramping in my pelvic area. Bloating to the point I look pregnant. The doctor did an ablation while he was in there...so my periods have all but stopped, but after my fiancé and I have intercourse, I bleed. Spots, clots that have some substance to them. I have random discharges that range in color from off white to a ruddy brown. It hurts to have sex. It never did before with my fiance....he by the way feels I no longer want relations with him....my drive has plummeted. It doesn't feel as good....like a dysfunction has happened. When I need to urinate, its like an urgent need to go..I get random abdominal spasms, twitches and a feeling of fluttering.....back pain, leg, neck and hip pain. I get sever bloating...to the point it's difficult to get up and down. The heartburn I get now is terrible. I get tingling sensations in my hands and toes. My mood swings are quite frightening--to me. I can only imagine how my fiance feels about them. My blood pressure went down after I had the procedure done. But over the last two years, it has crept back up...the stress and worry about what is going on inside my body..makes it hard to stay calm. The allergic reactions I have seem to get worse every time I have one...but other than the coils inside me, I don't know what the reactions are coming from. My hands are currently suffering now with a rash that I have had since (B)(6) of 2014. I went to see a dermatologist. He does not know what caused it, or how to make it go away..he gives me creams and ointments to keep my hands sort of stable. I asked if he thinks they will ever heal, he says he hopes so. I get acne type breakouts that look like cysts... I have gained weight...and have swelling of the legs and feet. The pelvic and allergic reactions are becoming unbearable. (B)(4).